Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 10, 2022.

Manufacturer narrative:
This report is submitted on july 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to high impedances and decreased performance with the device use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.